Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system underwent an ablation procedure at the pain clinic and inappropriate shock was delivered. The pain clinic informed the patient that she needed to arrange for a field representative to be present at the procedure. Technical serviceas (ts) discussed that the pain clinic needed to contact ts for assistance in managing the ICD system or paging a field representative to attend the procedure. This ICD remains in service. No additional adverse patient effects were reported.